Event description:
During use for dilatation of a stented dialysis fistula, the balloon burst on the second inflation and separated. Surgical intervention required.

Manufacturer narrative:
The product is being retained in the hospital's risk management possession, their clinical engineer is to examine the device, and will not be returned to cordis. This file is considered closed.